Manufacturer narrative:
It was reported mcot monitor - a13 - verizon was plugged in with the monitor charging adapter overheated and melted. Mcot monitor - a13 - verizon returned for device evaluation. The monitor was inspected for general physical integrity and found that the charging cord has melted into the monitor charging port. It was also found that the monitor does power on at the moment but is unable to be charged due to the melt. Philips am&d is further investigating this reported issue.

Event description:
It was reported on 18 february 2025 that the mcot monitor - a13 - verizon was plugged in with the monitor charging adapter and then it got burnt. The monitor and adapter were confirmed not useable. The patient services (ps) advised patient to try and power off the current monitor and place it back in the original mcot kit along with the original sensor, charger cord and to seal the kit up to return the device. A replacement mcot kit was ordered. Additional information was received from patient on 18 february 2025. Patient stated there was no reported injury. The charging port overheated and melted in the phone and the patient had to cut it out. There was no additional electronics in use or plugged in the same outlet at the time of the event. The monitor or monitor charging cord was not exposed to external environmental temperature conditions prior to the event. There was no report of the monitor or monitor charger exposed to moisture. There was no reported icon symbol notification displayed on the monitor screen during the event. Patient confirmed they were using the dual charging cord provided for the monitor within the kit.

Manufacturer narrative:
It was reported mcot monitor - a13 - verizon was plugged in with the monitor charging adapter overheated and melted. Mcot monitor - a13 - verizon returned for device evaluation. The monitor was inspected for general physical integrity and found that the charging cord has melted into the monitor charging port. It was also found that the monitor does power on at the moment but is unable to be charged due to the melt. Philips am&d is further investigating this reported issue.

Event description:
It was reported on (B)(6) 2025 that the mcot monitor - a13 - verizon was plugged in with the monitor charging adapter and then it got burnt. The monitor and adapter were confirmed not useable. The patient services (ps) advised patient to try and power off the current monitor and place it back in the original mcot kit along with the original sensor, charger cord and to seal the kit up to return the device. A replacement mcot kit was ordered. Additional information was received from patient on 18 february 2025. Patient stated there was no reported injury. The charging port overheated and melted in the phone and the patient had to cut it out. There was no additional electronics in use or plugged in the same outlet at the time of the event. The monitor or monitor charging cord was not exposed to external environmental temperature conditions prior to the event. There was no report of the monitor or monitor charger exposed to moisture. There was no reported icon symbol notification displayed on the monitor screen during the event. Patient confirmed they were using the dual charging cord provided for the monitor within the kit.